Manufacturer narrative:
Additional information was received that the patient's pocket pain was believed to be device and procedure related. The patient was also skinny, and the ipg was initially placed too high at the right flank and was rubbing on the lower ribs. The ipg was relocated to the right abdomen.

Event description:
A report was received that the patient's implant site was painful and it shoots down her lower back. The patient underwent a pocket revision wherein the pocket was relocated and extensions were added. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Date of event: (B)(6) 2012.

Event description:
A report was received that the patient's implant site was painful and it shoots down her lower back. The patient underwent a pocket revision wherein the pocket was relocated and extensions were added. The patient was reportedly doing well after the procedure.